Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. The small and large balloon are partially separated. The complaint can be confirmed for the small and large balloon damage. The exact root cause could not be determined. The likely root cause is the balloons were partially separated after removal from the packaging. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that following a left heart cath from the right radial, case completed with a tr band applied. The first tr band positioned and inflated, did not hold air. The second new tr band placed successfully with no patient issues. The event occurred post-operative. Additional information was received on 08 dec 2023: the procedure was a left heart catheterization. There was 15 ml's of air injected into the tr band when it was applied. The tr band started to deflate right after the procedure. The device was not manipulated before use in any way pre-use or during storage. The product prior to use is stored in dark shelving. There was no noticeable damage to the device. The patient is stable. A slender 5f tig was used with the tr band.

Manufacturer narrative:
E3: occupation: cath lab support. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.